Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a syncopal episode. No episodes correlating to the time of the syncope were confirmed. The patient¿s holter monitor had recorded an episode of potential ventricular tachycardia (vt). However, the monitor only zone on the device was set to 90, but the patient¿s normal sinus rhythm goes above that rate. The caller wanted to know if the device could be programmed to store only true vt episodes. Ts discussed that the device determines what to store based solely on rate, not rhythm discriminators. It was noted that the episode recorded on the holter monitor may have been overwritten in device memory. No adverse patient effects were reported. This device remains in service.